Manufacturer narrative:
(B)(4). Additional information received: can you please provide more event details? When open the outer package, our customer noted the metal scrap not on the home position as the picture shows. Did this occur during the installation or removal of the cartridge with the device? No. Or, did this occur while removing from cartridge from the packaging? No. Also, the lot number provided, r413u, is not a valid six digit lot number. Not reported. If available, can you please provide a valid six digit lot or batch number for the device involved in this event? Not reported.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows a blue reload from top view and the pan cartridge was noted partially dislodged from left side. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did this occur during the installation or removal of the cartridge with the device? Or, did this occur while removing from cartridge from the packaging? Also, the lot number provided, r413u, is not a valid six digit lot number. If available, can you please provide a valid six digit lot or batch number for the device involved in this event?

Event description:
It was reported that during the distal gastrectomy surgery, before used, noted the pan detached from the reload as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.